Manufacturer narrative:
Customer tested positive for flu b using ihealth flu a&b/covld-19 3-in-1 rapid test. Customer then went to the doctor's office and tested negative on a pcr test. Customer stated they were asymptomatic. Lot number of test was not provided,manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: my husband tested positive for covid earlier this week,I was recently diagnosed with cancer, and so I was hoping so much to not catch it,so I took one of your covid flu a & b 3 in 1 tests today,I had a very faint line for influenza b, don't have any symptoms.I went to a doctor's office where they do the pcr,I didn't have any influenza.